Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Sleeve does not fit into a 1.8 mm incision. Had to change the sleeve. No patient impact. No product available for return.